Event description:
It was reported that during a follow up in clinic, right ventricular (rv) noise resulting in oversensing and the right atrial (ra) noise resulting in oversensing and inappropriate automatic mode switch (ams) were noted. Provocative testing was performed and the rv noise and ra noise were able to be reproduced. The physician suspected rv lead and ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will be continue to be monitored.